Event description:
Patient had no complaints pre dialysis temperature 98.9 pulse 100 blood pressure 150/80. Dialysis was initiated without problems at 150cc bfr and 500cc drf, with u frate 0.74 hr, 1 hour 15 minutes into dialysis patient reported chills blood pressure 30 minutes earlier was 130/80. The patient dialysis was terminated, blood pressure 120/80. After dialysis temperature increased to 101.5 then 102.2 without 1 hr 15 minutes bp 90/60 and patient was vomiting, patient was transferred to hospital for observation but was not admitted.